Manufacturer narrative:
(UDI)# na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of inflammation, edema, and cold are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
A translation of the initial report provided the following missing information: patient was also injected to the chin with juvederm voluma with lidocaine. Patient notes they "will prescribe" themselves antinucleic antibody search. Symptoms "disappeared under 2-3 days."

Event description:
Pt reported that they were injected to the tear troughs with juvederm voluma with lidocaine and approx a year later were injected to the lips with juvederm volbella with lidocaine. An unspecified amount of time after injection pt developed a "late reaction due to inflammation" which consisted of swelling at the marionette. A few months later pt developed a "reaction" at the periorbital area. Two months later, pt had a cold and developed a "reaction" at the lips. Pt treated with corticosteroids.